Event description:
During a whole body acquisition, the gantry failed to contour, causing the head1 detector to come into contact with the pt's head at the edge of the collimator surface. Gantry motion was stopped by the technologist using the emergency stop button on the side of the gantry. There was no reported injury to the pt.